Event description:
It was reported that the patient was brought to the hospital last weekend with a blister-like sore around the pump. Erosion at the device pocket was also noted. The patient had recently received a new back brace and the brace rubbed a sore around the pump. The patient did not have sensation in the area, so they were not aware this was happening. The patient was treated with antibiotics, but the physician felt the system had to be removed. The catheter and pump were removed on (B)(6) 2015. The patient was on approximately 960 mcg/day; and he decreased it by 20% each day until tuesday ((B)(6) 2015). He was being given 40 mg/day orally at the time of the report. The patient was doing fine and would go home tomorrow. The physician would revisit a pump implant in 3 months. The patient status at the time of the report was alive with no injury. The cause of the event was that the patient inadvertently abraded the skin over the pump pocket with velcro; developing cellulitis. The event reportedly had nothing to do with the pump ¿other than an ill-fitting back brace with velcro¿ that abraded through the skin over the pump. Due to the patient¿s spinal cord injury, he was insensate and cellulitis developed. The patient recovered without permanent impairment. The pump system was being used to infuse baclofen.

Manufacturer narrative:
Inadvertently did not check intervention required box.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type catheter. (B)(4).